Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger fault) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was internally shorted. The cause of the charger problem is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the shorted transistor.

Event description:
A us distributor contacted zoll indicating that a patient's charger/modem was indicating a charger problem.